Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck shut due to defective controller board and solenoid. A field service engineer (fse) replaced the enhanced half height drawer controller board and solenoid. The medstation started up successfully, the application was launched, and the half-height drawer was recovered. The drawer was tested and was opening and closing properly. The customer logged in and confirmed that medications could be accessed from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was stuck shut, would not recover, manual release did not work and burning smell was occurring. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.